Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to the device clinic for post implant follow up. Upon device interrogation, the left ventricular (lv) lead was discovered to be dislodged. The patient was uncertain regarding the lv lead repositioning and the lv lead was programmed off. On (B)(6) 2021 the patient underwent a successful lv lead replacement procedure, the lead was explanted and replaced. The patient was stable pre and post procedure.